Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of "high" mg/dl due to needing settings adjustments. High bg was addressed with correction bolus via the pump. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.